Event description:
Follow up information identified there was not an infection at the ipg site. Surgical intervention may be pending to address the issue of inoperable ipg (reference MFR. Report: 1627487-2016-01979).

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention on (B)(6) 2016 to clean out the ipg pocket site due to infection. The patient was prescribed antibiotics.